Manufacturer narrative:
Sfollow-up # 5 - 3/23/2015 correction.supplemental sent to correct information previously sent. Alert date should have stated 3/9/2015.

Manufacturer narrative:
Follow-up # 3 - (B)(6) 2015 correction : evaluation code result 1, was incorrectly identifies as 236, this should have had a result of 637.

Manufacturer narrative:
Follow-up # 2 - 3/16/2015, device evaluation: the lay user/patients meter has been returned on 2/26/2015 and further evaluated by lifescan product analysis on 3/9/2015 with the following findings: error 4 message is observed in the error log, but the error 4 was not reproduced during the investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Correction: supplemental sent to correct information previously sent. The description of the secondary issue and the evaluation conclusion code was incorrect in supplemental #1. The statement should have read. In addition the test strips were found to have results greater than 50% of the mean over the higher control solution range when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 ¿ (12/04/2014). The patient¿s test strips have been returned on 10/28/2014 and evaluated by lifescan product analysis on 11/24/2014 with the following findings: the test strips involved with this complaint failed testing. When test strips were tested with control solution, an error 4 was observed with no assignable cause found. In addition, a secondary issue was noted when the test strips were found to have results above range when tested with control solution with no assignable cause. Additional tests were performed on the test strip vial to check the structural integrity. The structural integrity of the test strip vial was found to be intact during a gross leak test. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging error 4. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.